Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer called to report a no delivery alarm during basal rates. The customer's blood glucose reading was 400 mg/dl. The customer performed partial troubleshooting, but declined to continue because she did not trust the current infusion set. The customer changed out the entire set and ran a manual prime and saw insulin exit. The customer was informed that the alarm was caused by an infusion set or reservoir occlusion. The customer was advised that the insulin pump was working as designed. Nothing was replaced or returned for failure analysis.